Manufacturer narrative:
(B)(4). The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and prior to use, the balloon of the 3.5 x 15 mm nc trek dilatation catheter appeared misshapened/defective. The device was not used; there was no patient involvement. No additional information was provided. Return device analysis revealed the shaft proximal to the proximal seal was stretched, the balloon has not been inflated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported irregular appearance was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.